Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre - use check the cs300 intra-aortic balloon pump (iabp) unit had an auto fill failure. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found machine to be failing on autofill when switched on, checked all functions as per protocol test list and all passed. Cleared fill lines by purging the lines as per troubleshooting instructions for fault 1c in service manual and reset the machine. Machine system check ok and auto filled without fault. Ran unit on test for over 2 hours and no fault found. Passed machine for clinical use.